Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the keypad was observed to be worn but still legible with no evidence of peeling or tearing. All buttons functioned normally without needing excessive force. Product analysis was unable to duplicate the customer complaint. Per procedure, the keypad cover was removed and contamination was found under the contacts for the contrast, up, down, and ok buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the up, down, and ok keypad buttons were sticking and hard to press. The reporter stated that the lettering on the ok button was wearing off and that there was no damage to the keypad and no signs of moisture or corrosion in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.